Event description:
It was reported that the user observed insulin leakage during a supply change when the pump did not display units beyond approximately 90 units, and upon removing the supplies the user noted a large air bubble in the cartridge; the user then replaced all supplies with new ones and completed the change without further issue, and the user underfills cartridges. Symptoms included device leakage without associated adverse clinical effects. Outcomes included no injury, no hospitalization, and resolution after supply replacement. Troubleshooting and education were provided by customer care. Investigation of this case revealed that an air bubble within the cartridge was present and likely contributed to the reported leakage, with no alerts or alarms and no evidence of user error or cartridge reuse. It was concluded, based on previously established findings for similar reports, that the cause was use of a cartridge with entrapped air leading to leakage, mitigated by proper supply replacement and technique.